Manufacturer narrative:
Submit date: 6/19/2018. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports: that twice, during the removal of the bladder probe the balloon does not deflate totally, inducing pain in the patient.

Manufacturer narrative:
No lot number was provided. A review of the device history record (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. This balloon is a supplier provided component. According to supplier¿s investigation, the leak on the balloon was caused by pinhole/bubbles formed at the balloon edge due to: presence of air trapped inside balloon sleeve; presence of small bubble in the latex colloidal dip tank (5 dip tanks per product cycles), which inevitable and challenging to be fully eliminated. This bubble when stuck on the balloon area of catheters is likely to form a weak spot that propagated and sometimes lead to leak during use; weak balloon due to uneven thickness of rib balloon due to residue of powder build up inside the rib indention. This due to worn off former which leads to a bigger indention than designed. The supplier has identified the following as corrective actions: roll the balloon sleeve until the balloon sleeve is well stacked to the shaft of the catheter to remove bubbles trapped in the balloon sleeves during ballooning process; increased latex flow speed by adjusting the propeller blade & reduce latex immersion speed during 4th latex dip; purchase new replacement for all worn off ribbed balloon former. Tighten the former management process for balloon former. The reported customer complaint is confirmed. A root cause was determined by the supplier to be pinhole/bubbles formed at the balloon edge. A formal CAPA investigation is currently in progress. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.